Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while installing the ventilator, the unit failed the exhalation valve test (neonatal option only), due to initial and final pressure outside of range. There was no patient involvement.